Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony, pigment dispersion, macular folds, and post laser marks; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, a patient experienced hypotony. The surgeon placed a suture to increase the intraocular pressure (iop), but the pressure dropped. Additional information received reports the surgeon noted macular folds, pigment dispersion, and post-laser marks with the patient.